Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf305 navigate - pf clinical study, subject ID: (B)(4). It was reported that following a pulsed field ablation procedure using a faradrive sheath the patient developed an arteriovenous fistula. Towards the end of the procedure the patient's limb made an abrupt moment, which is suspected to be the cause of the fistula. While the patient was recovering from the procedure a "murmur was auscultated" in the area near the access site. An ultrasound was performed, and a small arteriovenous fistula was identified. A compression bandage was applied, and the patient was admitted to the hospital overnight. The patient was discharged the following day with no further complications reported. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.